Event description:
During a coronary stent procedure, the physician experienced difficulty crossing the lesion and retracted the catheter back into the guide catheter and removed. Upon removal the stent came off of the delivery device on the back table. No patient injuries or complications occurred.